Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml infumorph at 15 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had not been receiving effective pain relief. The date of onset of this was unknown. A dye study was attempted on (B)(6) 2016, however, the radiologist was unable to aspirate and the study could not be completed. The device manufacturer representative (rep) was unaware of any actions taken and the event was unresolved. The patient was noted to be "alive - no injury." If additional information is received, a follow-up report will be submitted.